Event description:
Original surgery was performed on (B)(6) 2013 for deformity correction, during which a t-11 to s1 construct with iliac bolts was implanted. Closed offset connectors were used at s1 to connect the implanted rod to the iliac bolts laterally. Approximately one month after surgery, the caudal end of the left t11-s1 rod was found to have slipped out of the closed offset connector. The event was confirmed radiographically during the 1-month follow-up visit. As a result of the rod separation, the left s1 screw was noted to have partially pulled out of the sacrum. Revision surgery was performed on (B)(6) 2014 to add hyperlordotic interbody spacers anteriorly, remove the affected s1 screw, replace it with a wider (9.5mm) screw and to replace the offset connector. The rod was left in-situ and was reattached to the new offset connector.

Manufacturer narrative:
Nuvasive reference (B)(4). The closed offset connector and lock screw were returned to nuvasive for evaluation. The rod was left in-situ and not returned. The bottom surface of the lock screw has a linear wear pattern on its outer circumference, indicative of contact with a non-normalized implant rod. Witness marks indicate the lock screw was fully tightened down, but the lordosis bent into the rod may have reduced the surface are contact between the lock screw and the rod, which in turn reduced the grip strength of the construct. This, in combination with minimal rod overhang at the caudal end of the construct, may have allowed the rod to slip out of the offset connector post-operatively. The root cause of the issue remains unknown. Manufacturing records for the lost were reviewed and no non-conformances or deviations were noted that may have caused or contributed to this mode of failure. Serial radiographs were evaluated to confirm the initial report as well as to determine the amount of rod overhang in the initial construct.